Event description:
It was further reported that the event was associated with high watt alarms and the patient received a heart transplant.

Manufacturer narrative:
Hvad pump and a segment of the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported "low power consumption and persistent low flow alarms" event was confirmed via log file analysis which revealed a sustained decrease in power consumption and estimated flows starting 03dec2018. This was followed by several increases in pump rotational speed on (B)(6) 2018, which were immediately followed by three high watt alarms, thus confirming the reported "high watt alarms" event. Power consumption and estimated flows began decreasing again on 08dec2018. There were 165 low flow alarms were logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segment of outflow graft revealed that the device passed visual examination. Internal pathological report revealed no evidence of thrombus within the devices. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the high watt alarms event can be attributed to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: d1: heartware ventricular assist system ¿ outflow graft d4: outflow graft/ 15958805-9536/ model #: 1125/ catalog #: 1125/ expiration date: 2021-11-30 UDI #: (B)(4) device available for evaluation? Yes, return date: 2018-12-21 device evaluated by MFR: yes dev rtn to MFR? Yes mfg date: 2016-11-30 labeled for single use: yes ,patient code(s): c3284, c3090 ,device code(s): c62897 , FDA method code(s): 10, 4112 , FDA results code(s): 213 , FDA conclusion code(s): 22, 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for suspected inflow/outflow obstruction. The patient presented with dark urine, low power consumption and persistent low flow alarms. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.